Manufacturer narrative:
The lead was returned in two pieces. An external insulation abrasion due to friction with the device was observed. A high potential electrical test failed due to damaged inner insulation consistent with the explant procedure. The results of the investigation concluded insulation abrasion was observed due to friction of the lead with the device which contributed to the reported event of oversensing.

Event description:
During follow-up, non-sustained right ventricular (rv) oversensing episodes were observed and reproduced during ICD pocket manipulation. The rv lead was explanted and during the replacement procedure, an insulation defect was observed on the rv lead. The patient is stable.